Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device delivered less than expected. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.